Manufacturer narrative:
If additional information becomes available, this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgment. It was noted that the lead had shown rising daily threshold trends prior to the dislodgment. The dislodgement was confirmed via x-ray. It was successfully replaced with a new lead. No additional adverse patient effects were reported. This device is not expected to return for analysis.